Manufacturer narrative:
.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure foreign material was noticed. The 99% stenosed lesion was in the moderately tortuous mid left anterior descending artery. The physician had chosen a 3.0x8mm taxus express2 drug eluting stent (des) to treat the lesion. During unpacking, the physician noticed a "black foreign material" adhered to the proximal shaft, approximately 10 centimeters from the hub near the physician's hand. The physician completed the procedure using this device. There were no patient complications reported with the patient's current condition listed as "good."